Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter detachment occurred. During a procedure, an imager ii angiographic catheter was selected for use, however, after a couple of manipulations the device was broken. The broken part was successfully captured with snare and was successfully retrieved from the patient. The procedure was completed with a different device. No patient complications reported and the patient's condition is stable.